Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated that the power cord was cut. The plastic coating on the power cord was clipped and the wires were exposed.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power cord had wire damage, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer stated that the power cord was cut. The plastic coating on the power cord was clipped and the wires were exposed.